Event description:
It was reported that during a routine follow up, the pulse generator exhibited a lead impedance measurement anomaly. The noise was not reproducible with provocative testing or pocket manipulation. No intervention was performed. The patient was in good medical condition.

Manufacturer narrative:
.